Event description:
Facility reported an internal blood leak. The machine alarmed for blood leak. Treatment was stopped. The dialyzer was changed and the treatment finished without further incident. No medical intervention was necessary. Hemoglobin on 9/17/98 was 9.1. The pt has been away from the facility since the incident. Estimated blood loss was >100cc. The sample was discarded by the facility.